Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event was confirmed- other. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and inflated properly. Deflated balloon with returned syringe; did not deflate passively in under 5 min. Inflated and deflated with in house syringe; deflated passively in under 5 min: 1 min 53 sec. The complaint is against the syringe. The labeling is found to be adequate to fulfill s03fa211 revision 26. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, when water was drained, sterile water was not drained from the foley catheter and 5 minutes later, the water was gradually drained.

Event description:
It was reported that during pretest, when water was drained, sterile water was not drained from the foley catheter and 5 minutes later, the water was gradually drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.